Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation was confirmed. Evaluation revealed the following: forceps cannot be inserted due to blocking of channel tube. Insertion resistance at the tip was out of standards due to scratch of the plastic distal end cover. Up/down knob was not fixed well due to deformation of lock engagement lever (fe) lever. Insertion resistance was out of standards due to crumpled part of channel tube. Liquid leaks due to crumple part of elevator channel tube, damage of suction cylinder, deformation of right/left knob and deformation of up/down knob. The condition of the light guide (lg) bundle was broken, and color of light guide (lg) lens is changed. The adhesive part of bending section cover was broken. There was a crumple at the connecting tube. The scope connector cover and air/water cylinder were deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during preparation for use, an evis lucera elite gastrointestinal videoscope had light guide (lg) lens discoloration and foreign matter inside the suction channel. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. The event can be detected/prevented by following the descriptions in the instructions for use in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection and gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.